Event description:
Reportedly, the doctor performed a pre-test of the screw during an implantation procedure, confirming that it was working correctly, and then observed some difficulties to extend it within the patient body. The physician then decided to remove the screw from the patient and re-test it on the table with more force. The screw finally extended, with a jump observed after several turns.

Manufacturer narrative:
Analysis summary: the manufacturing process was reviewed and confirmed that the lead met all the specification requirements during inspections. As received, the fixation function was tested and did not operate as specified and the helix could not be extended despite several attempts after thoroughly cleaning the blood residue from the tip. X-rays of the entire fixation function (inner coil of the lead and the screw mechanism) of the lead were taken and confirmed that no malfunction or over-torque was observed. The reported difficulty to extend the screw within the patient body, then followed by a screw jump observed (outside the patient body) can be the consequence of the presence of a blood residue (or physiological tissue) within the screw housing during implantation, which lead to a friction of the screw mechanism. This case is retained for trending purposes. Please refer to the attached report.

Event description:
Reportedly, the doctor performed a pre-test of the screw during an implantation procedure, confirming that it was working correctly, and then observed some difficulties to extend it within the patient body. The physician then decided to remove the screw from the patient and re-test it on the table with more force. The screw finally extended, with a jump observed after several turns.